Manufacturer narrative:
On july 30, 2021, an analysis of the product's photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient, who's undergone breast augmentation revision with 500cc mentor memorygel breast implants, suffered left breast implant rupture (possibly caused by a mammogram), post-operatively. As a result, the patient underwent revision surgery on (B)(6) 2021. During the surgery, it was discovered that the patient's right breast implant was also ruptured. Subsequently, the patient underwent bilateral lateral capsulorrhaphy, inferior partial capsulectomy bilaterally, fat grafting to the left lateral breast, and bilateral removal and replacement. The replacement devices were the following: (left) 650cc mentor memorygel breast implant catalog: 3505650bc lot: 9558235 sn: (B)(4) and (right) 650cc mentor memorygel breast implant catalog: 3505650bc lot: 9549501 sn: (B)(4). This medwatch form is for the right breast prosthesis. Complications on the left breast/implant has been reported under mrn: 1645337-2021-04681.